Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was not reported in the initial report. Therefore, the manufacture date was documented as unknown. The device manufacture date has been updated to (B)(6) 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from feb 6, 2017 to mar 9, 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device passed all manufacturing specifications as there were no failures identified. Therefore, the reported condition was not confirmed. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During a subsequent follow-up with the reporter, additional information was obtained. According to the reporter, the event occurred on (B)(6) 2017. It was further reported that the event occurred pre-operatively and not during surgery. It was further clarified that the heating of the device was observed while the user was demonstrating/testing the device. It was reported that no patient involvement or harm was observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is unavailable. Initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an equipment demonstration, it was discovered that the attachment device heated up at first use. According to the reporter, other attachment devices were tested and they did not heat up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.